Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. Time of rrt in save to disk occurred on (B)(4) 2011 device rrt<=2.62 volt. The weekly battery voltage trend data shows min bat=2.64 to 2.61 volts between (B)(4) 2011 and (B)(4) 2012.

Event description:
It was reported that the device triggered elective replacement indicator and possible early battery depletion is suspected. The device was explanted and replaced. There were no reported patient complications as a result of this event.